Manufacturer narrative:
Device had intermittent buttons response due to flattened esc buttons dome switch. No unlocked j2 or lcd keypad connector noted. Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart test and displacement test. No unexpected off no power, bad battery , low battery, weak battery , battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the buttons was unresponsive and insulin pump was shut off. Customer's blood glucose value was unknown. Customer stated that the insulin pump had been shutting off suddenly and buttons have been very unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.